Manufacturer narrative:
The harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The reported complaint was not confirmed by failure analysis but additional observations were made. The instrument was placed and driven on an in-house generator and passed the energy recognition test. Additionally, the instrument was found to have blade damage at the tip of the blade, and the blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The instrument also had teflon pad damage. The teflon pad was torn at the distal end of the pad. There was material missing as a result of the damage, and the missing piece was approximately 0.0425 inch by 0.0230 inch in size.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace could not be recognized and was replaced with a backup. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information received from the customer confirmed that no fragments fell into the patient, and the patient has not returned to the hospital due to retained foreign bodies.

Event description:
Refer to h11 for follow-up information.